Manufacturer narrative:
(B)(4).the sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. The 510k cannot be provided in this reported because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed. The cause was identified ?as user error as the patient stated that they had disconnected during therapy and did not press stop, allowing air to enter the setup. The labeling review found labeling to be adequate against this user error. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm on the homechoice (hc) unit display. The home patient (hp) stated she disconnected and forgot to press stop and was re-connected now to the hc. The technical service representative (tsr) had the hp cycle power again to press go to start and had the hp disconnect and remove the cassette to discard supplies. The tsr explained the alarm and assisted the hp to clear alarm and advised to contact the nurse. The hp stated she will do a manual exchange in the meantime. There was no patient injury or medical intervention associated with this event.